Event description:
It was reported that when using the bd pyxis¿ es server reports were not able to be generated. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that device could not generate reports and had an error message unexpected error occurred. The technical support specialist (tss) dialed into the app server after reports were not generating and displayed an unexpected error. Verified extract transform load (etl) was running normally. Dsrf logs indicated a controller creation error due to missing parameter less constructor and dependency resolution failure. Checked server certificate validity, restarted job scheduler services, app pool, and internet information services (iis). Server performance was normal. After these actions, report generation was successful. Customer was notified and requested to confirm functionality and approve case closure. The system functioned as intended after the technical support specialist troubleshot the issue.